Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device test displayed 65 rotations per minute (rpm) which was low. During repair, it was observed that the device ran at 65 (rpms) then stopped, displayed an e6 (handpiece overheat warning) error code, the cable was twisted and the bearings were worn. The device also failed pre-tests for rotational speed and loctite and cable assessment. It was unknown if there were delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.